Event description:
Prior to the implant procedure before the device was taken out of the packaging, the device was interrogated and noted to be in backup mode. The device was exchanged and the procedure was completed with a new device. The patient was stable with no consequences.

Manufacturer narrative:
Upon receipt, the device was in backup operation mode. The device image was corrupted and there was no available data to determine the cause of backup operation. After reloading the product code, electrical and mechanical tests indicated the device exhibited normal functionality and the battery voltage was at near beginning-of-life level. The device was monitored under the load for several days and backup condition could not be reproduced. Cold temperature soaking was performed, which indicated cold temperature had no effect on the performance of the device. There were no anomalies found that could assist in determining the cause of backup operation occurred in the field. The reported event of backup operation was confirmed.